Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image and session records indicated an increase in pacing output settings as well as autocapture and rate responsive feature were enabled during implant period. When automatic settings are programmed, such as autocapture and rate responsive feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Correction: g3 - in submission (MDR-2024-08581-01) should have been (B)(6) 2024 instead of (B)(6) 2024.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Patient had no consequences and was stable.